Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the display wire insulation was pinched, the wire insulation was not compromised, the keypad was scratched, the knob was damaged and that it needed the new shorting bar design. All found defective parts were replaced and all other identified issues resolved. (B)(4).

Event description:
The external pulse generator was returned in accordance with instructions affiliated with the current corrective field action and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.